Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as open blisters with drainage. The patient's doctor prescribed a cream (type unknown) for the patient to use. There are no alleged device malfunctions. Follow up was completed and the skin irritation was improving.